Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient was not able to urinate and received the implant because they couldn't control their urine. The patient won't be able to be seen by a urologist until tomorrow and wondered if the implant should be turned off. The option of turning off the implant was reviewed to see whether or not it would affect the patient¿s ability to urinate. The stimulation was able to be turned off after a few attempts. Additional information was received on (B)(6) 2017 from a consumer. It was reported that the patient could not get it to work properly and was unable to urinate. The patient went to the hospital for this and ended up with an impacted bowel which impacted their ability to urinate. It was noted this got taken care of and since then, the patient felt they were urinating too much. The patient turned stimulation off at the hospital and then turned it back on when they left, which was about a week ago. The patient tried increasing stimulation but was unable to with their patient programmer; the patient saw the turn stim on screen. It was reviewed that the patient¿s stimulation was currently off and they can't increase when stimulation was off. The patient turned stimulation on and increased from 2.2v to 2.6v and felt stimulation in the correct area (i.e. Bike seat). The patient was redirected to follow-up with their healthcare provider (hcp) if symptoms do not improve and it was noted the patient had an appointment on (B)(6) 2017. No further complications were reported/anticipated.